Event description:
It was reported that during an atrial tachycardia left side procedure, while mapping on a (B)(6) patient, the patient became bradycardic prior to ablation requiring CPR resuscitation. The sedation given to the patient during the procedure caused her to become unstable. The patient was already intubated for the procedure. The patient's ef (ejection fraction) was 18% prior to the procedure due to tachycardia-induced cardiomyopathy. No ablation had been delivered. Patient left the room on bypass and respiratory, transported to picu. Medication was given. The patient was placed on extracorporeal membrane oxygenation (ECMO) bypass transported to picu. The patient returned the next day for an ablation. The case was successful and her ef (ejection fraction/ heart function) immediately went up to 35%. The patient was later on reported to be awake, extubated, had fully recovered and doing well.

Manufacturer narrative:
Concomitant products used during the procedure: carto 3 system, model #: m-4800-01, serial #: (B)(4), cool flow irrigation pump, model #: m-5491-02, serial #: (B)(4), stockert rf generator, model #:m-5463-01, serial #: (B)(4), webster 4 pole catheter (device not returned for investigation), model #: d-1086-724-s, lot #.: unknown. C3 ez steer cs with auto ID catheter (reprocessed device), model #: d-1263-07-s, lot #.: unknown. Regarding the biosense webster systems, the customer was contacted by bwi field service engineer. The hospital ep lab staff advised that this issue was not related to bwi systems. The customer declined system service. (B)(4)